Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, the transseptal puncture was inferior and posterior. Heparin was administered, and the activated clotting time (act) level was 330 seconds. It was noted that the delivery sheath was riding the pericardial wall due to angulation near the transverse sinus wall. The device was attempted to be implanted and was partially retracted 3 times. A 1.2mm pericardial effusion was detected along the pericardial wall. The device removed from the patient, and the procedure was stopped. The patient was administered protamine sulfate. The cause of the pericardial effusion was believed to be related to the delivery sheath. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication (protamine sulfate) was administered to the patient. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 - medical device problem code: removed code 2017 improper or incorrect procedure or method.

Event description:
N/a